Event description:
It was reported that the device is giving inaccurate readings. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was not performed because it would not be applicable or relevant as the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for evaluation. Visual and functional tests were performed. The device was received in good physical condition. The reported problem was not duplicated. The monitor tested and read accurately within range of simulated values. The customer did not send in their probe so a complete investigation could not be performed. The root cause of the reported problem could not be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.